Event description:
It was reported that during a retrograde intrarenal procedure for renal stones, the fiber did not work. The procedure was postponed. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber tip was degraded, indicative of fiber use. The fiber connector was analyzed, it was found that light was not passing through, indicative of an internal connector fracture, confirming the event reported. A fracture within the subminiature a (sma) connector could occur due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire leading the customer to the experience reported. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a retrograde intrarenal procedure for renal stones, the fiber did not work. The procedure was postponed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.